Manufacturer narrative:
On 2019-apr-02, the arjo representative was informed about an event involving maxi move passive floor lift. It was reported to arjo representative that during preparing for resident transfer, the caregiver's foot stuck under damaged leg's cover. As a consequence, the caregiver fell on the right side and sustained the pain and limited movement in the right shoulder right arm right torso right hip and right leg. The injuries were assessed as not serious. The device was removed from use. After the event, the arjo representative evaluated the device. The visual inspection showed that the cover was loose, it cannot be established certainty how this part was damaged. Please note that on jan-2019 the preventive maintenance was performed by arjo service technician and no fault with the chassis covers were detected. The maxi move instruction for use (001.25060.en rev. 12 ) delivered together with each sold device informs the user: in the care of your maxi move section, there is information that: "mandatory daily checks: the following checks should be carried out daily: carefully inspect all parts, in particular where there is close contact with the patient's body. Ensure that no cracks or sharp edges have developed which could injure the patient's skin or become unhygienic. Check that all external fittings are secure and that all screws and nuts are tight. Warning: if in doubt about the correct functioning of the maxi move, do not use it and contact the arjohuntleigh service department". It was confirmed that the chassis leg covers had flipped off to the side. The described situation in the complaint was a sequence of unfortunate events. The caregiver was not carefully enough during usage of the device, by accident hook her foot against the leg and fell. Please note that the cover failure by itself did not cause or contribute to any injuries there must be present additional factors. Moreover, the cover malfunction is easy to detect during daily using of the device. To sum up, no adverse event occurred. The arjo device was being prepared for the patient's transfer and thus played a role in the incident. The failure with the leg covers were detected. The reported event was a sequence of unfortunate events. The complaint was decided to be reportable as the caregiver foot was trapped between cover and lift resulting in caregiver's fall.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
It was reported that when the caregiver attempted to use the lift the caregiver foot became trapped between chassis leg lift and leg cover. As a consequence of the event the caregiver fall and sustained pain and limited movement in right shoulder right arm right torso right hip and right leg.